Event description:
This lead was implanted on (B)(6) 1999 and was capped and replaced on (B)(6) 2013 due to unknown issues. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).